Event description:
Battery failure alert was reported. Biomed fixed the problem. There was no patient injury. Additional information was requested and on 21aug2015, the following was provided: after the craniotomy surgery, the patient was being monitored in the intensive care unit (ICU) when the battery failure on the cam02 occurred. There was no delay in treatment. The cam02 was swapped for another one. It was confirmed that the cam02 will not be returned for evaluation since the user facility's biomed fixed it. No other information was provided.

Manufacturer narrative:
Integra completed its internal investigation 09/08/2015. The investigation included: method: review of complaint management database for similar complaints. Results: the complaint failure was initiated for a ¿battery failure alert¿ therefore a review of cam02 complaints was completed using the key words ¿battery failure¿ and ¿battery failure alert¿ in the search criteria. The review encompassed dates 12-aug-14 to 01-sep-15. A total of (B)(4) complaints contained the search criteria. Conclusion: the cam02 monitor was not returned (¿biomed resolved issue¿); to integra for failure analysis investigation and a service call to visit the facility has not been scheduled or completed. In addition, the serial number of the cam02 monitor was not provided therefore the DHR review cannot be completed.